Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion from the saphenous vein graft to the right coronary artery with moderate tortuosity and mild calcification. During the deployment of a 3.5 x 22 mm non-abbott stent, due to the high pressure dilatation, tortuosity and anastomosis, a perforation occurred. A 3.50 x 16 mm graftmaster covered stent delivery system (sds) was therefore advanced to treat the perforation; however, failed to cross the lesion due to the patient anatomy. Following further balloon angioplasty with a 3 x 12 non-abbott balloon catheter, a 3.50 x 26 mm graftmaster sds crossed the lesion to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist, who concluded that the imaging provided does show what appears to be the distal edge of the graftmaster stent engaging with the inner lumen of the previously deployed [non-abbott] stent and failing to advance further and clearly causing the guide catheter to back out of engagement with the vessel. While post dilatation of the deployed stent was performed, it does not appear that the precise location where the graftmaster stent engaged the deployed stent was sufficiently dilated when compared to other areas of the stent that were post dilated. This reduced diameter, plus the inherent stiffness of the graftmaster device were the likely cause of this graftmaster stent engaging the deployed stent and failing to advance. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D10, h3: return status updated to not returning.